Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with device malfunction of pump error 63 and charge/battery lasts less than expected. The customer reported blood glucose value of 50 mg/dl. The customer reported hypoglycemia treated with glucose/carb intake. The event involved product(s) mmt-243a, mmt-332a, mmt-1884. Troubleshooting was performed, and it was unknown whether the customer had been using the insulin pump within 48 hours of the reported event and unknown whether the auto mode feature active at the time of the event. No further patient complications were reported. The customer will discontinue the use of the pump. No product return is required for mmt-243a. No product return is required for mmt-332a. Mmt-1884 was requested, and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P- cap locked properly during testing. Unit passed displacement test, self-test, sleep current measurement test, active current measurement test. Unit successfully downloaded to thump. No pump error 63 alarms noted during test. Verified in the pump history download pump error 63 was absent. No relevant alarms were noted in pump download history related to battery power issues. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. Unit was cut open for visual inspection on electronic assemblies. No anomalies or moisture damage were noted. Motor was tested outside of the device and passed. Unit received with cracked case on battery side, battery tube threads - cracked, cracked case (battery tube), cracked keypad overlay at select button, stained keypad overlay, pillowing keypad overlay. In conclusion unit functioning properly. No pump error in pump download history. Cosmetic damage confirmed when cracked case on battery tube was observed. No battery power issues or unexpected battery power loss verified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.